Event description:
Customer reportedly obtained results of 374 mg/dl and 105mg/dl on the aviva system within 10 minutes. Customer took one unit novolog insulin based on 105mg/dl result. No adverse event reported. Requested return of suspect system and replacement was sent.